Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 2.8unit bolus on (B)(6) 2016 at 06:08. An unexplained loss of prime was observed on (B)(6) 2016 at 14:16 and deliveries resumed at 15:04. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A 10unit normal bolus and a 10unit audio bolus were successfully performed and accurately recorded in the pump history. The bolus history was found to be recording properly. The keypad buttons were tested and no hypersensitivity was found. The pump history was downloaded using diasend software, and the boluses performed during testing were accurately indicated on the download. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 300 mg/dl with nausea, vomiting, symptoms of dehydration, and trace ketones associated with missing boluses. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that boluses that had been programmed were not showing up in the bolus history or the pump download. The reporter noted that the patient had unspecified recurring infections that could impact bg levels. No further information was provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged bolus delivery issue.